Event description:
Additional information received clarified that stimulation had been set between 5 and 6 volts. The implantable neurostimulator was explanted and replaced.

Event description:
It was reported that the lead was cut prior to implant, thus only electrodes 0 and 1 were in optimal condition. Electrode 0 was negative and case was positive. The neurostimulator was implanted about 1 year prior to report. The patient was programmed at 6v, 210 pw, and 14 hz. A longevity estimation using those settings showed end of service at an estimated 23.9 months. The battery was low and a replacement was scheduled for (B)(6)-2012. Impedances were within normal limits. There was no patient injury.

Manufacturer narrative:
Lead model 3587a lot# unknown implanted unk explanted unk.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A supplemental MDR will be submitted when analysis is complete. The initial MDR was filed as MFR report #3007566237-2012-00507. Additional information indicated the correct manufacturing site was site #9614453.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 3023 (B)(4) found no significant anomaly. The battery was not in new condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.